Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a safety switch occurred in this right ventricular (rv) lead. The lead previously exhibited low impedances and episodes of noise. The lead remains in service. There were no adverse patient effects reported. Additional information indicates patient does not pace in the rv so the sensitivity was decreased and the patient will be monitored. There was no asystole greater than two seconds.